Event description:
Information was received indicating that the patient had a skin infection at the infusion site after the use of a smiths medical cadd cleo infusion set. Primicillin 800 mg x 4 / day for one week was prescribed to resolve the issue.